Event description:
A tech reported tha the viscoelastic had small black dots (particulates) in it during surgery. The surgeon noticed it immediately and removed the product from the eye. There was no pt harm or surgical impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).